Manufacturer narrative:
Concomitant product: product ID 8709: serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer¿s report #3004209178-2015-01383: [in regards to the patient¿s refill on (B)(6) 2012, the patient did not show up for his refill appointment. On that date, the erv (expected reservoir volume) was 0ml and the arv (actual reservoir volume) was 0.1ml. The patient reported more intense pain. The device system was used to deliver dilaudid, compounded baclofen, and bupivacaine.]